Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose and needed assistance with sensor calibration and auto mode readiness. Blood glucose level at the time of the incident was in the 40s to 53 mg/dl and the device was still giving micro-bolus delivery. Customer treated with glucose tabs. Blood glucose at the time of the call was 149 mg/dl and sensor glucose was 104 mg/dl. Auto mode feature was active and automatically adjusting insulin delivery at the time of low blood glucose event. Based on customer report, they do not allege insulin pump was over delivering. The device was not replaced or returned for analysis.